Event description:
Sales representative stated that the pt was originally operated on in october of 2004 and at that time pt had surgery for a rotator cuff repair. The surgeon implanted a 5.0 twinfix quick-t system without any issues. The pt called the surgeon about two weeks ago complaining of a clicking in their shoulder. The surgeon scoped their shoulder. In 2005 and found tha tthe suture had broken and the t had fipped over. The t and the suture were removed from the pt. Mark stated that the pt is currently doing fine. Sales rep. Stated that when the surgeon removed the broken suture and t, that the repair was healed and therefore no additional devices were necessary.